Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) experienced an infection. Per the physician the infection was unrelated to the ipp and was more likely related to diabetes mellitus. A surgical procedure was performed during which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100501163, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.